Manufacturer narrative:
(B)(4). Evaluation, results: type 2 endoleak. Endoleak. Evaluation, conclusion: type 2 endoleak.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type iii endoleak, fabric (ref MFR # 295300-2010-02131). The physician elected to implant an aneurx graft iliac limb inside of the previously placed stent graft, and the type iii endoleak was resolved. The patient presented emergently with abdominal pain approximately one month ago. The CT revealed that there was a type ii endoleak and a type iii endoleak between the bifurcated stent graft and the iliac limb stent graft that was placed seven months ago. The physician believes that during the repair from seven months ago, there may not have been enough overlap between the stent grafts. The decision was made to implant another iliac limb extending distally. The hypogastric artery was coil embolized and the endoleaks were resolved. No additional clinical sequelae were reported and the patient is fine.